Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that dust accumulation on the micro switch and loose connectors on the harness led to the door malfunction. The field service engineer disassembled the latch column, detached the harnesses, and cleaned the terminals of the micro switch. They then secured the connectors on the harness and reassembled the latch column. The customer verified that the storage spaces had been restored. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the tower door kept failing while in use. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.